Event description:
On (B)(6) 2012 the reporter contacted lifescan (lfs) in the (B)(4) alleging the meter was in the settings mode when the patient tried to test. This complaint is being reported because the alleged issue was not resolve with troubleshooting done by the customer care advocate (cca). There was no indication that the lfs product caused or contributed to a adverse event.

Manufacturer narrative:
(B)(4): the primary complaint was not confirmed. The meter functions properly and no faults were found.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.